Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed the cannula early during the activation process indicating a needle mechanism failure.

Manufacturer narrative:
The device was received deployed. The data from the device generated an alarm indicating the device reached the pump expiration time. The reservoir cap and reservoir assembly were observed to be damaged. The damage observed to these components closely correlated with damage observed on the internal top housing. The location of the damages along with the data suggest the damages were post-use. Inspection of the needle mechanism assembly found no damages or deficiencies that would contribute in the needle deploying early.